Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-33 (lot: va1hg8y); product type: 0200-lead; implant date (B)(6) 2017 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for the first 2-3 years of having the device, they had a lot of problems with getting the implant settings correct. The patient said because of this they were disappointed with the implanting/managing hcp.  The patient finally saw a representative ( and adjusted the implant and it seemed like after that the therapy worked for the next 3 years. . The patient representative reported that around january or february of this year, the patient started to have a very painful situation on their back so they thought it was something related to the sciatic nerve or something. After so many visits to doctors the patient was finally able to have x rays done last month and the x rays showed that the device had moved and the wire had been released from the nerve and got all tangled up close to the device on one side of it. The patient also noticed that the side of their back was developing a little bump, and hcp told the patient they worried the wire (lead) would pop out off the skin one of these days because the wire was already curled up close to the skin. Hcp told pt rep that they would need the device and lead removed. Hcp told patient rep to call mdt to ask what to do. Hcp had also told the patient rep to have the patient see an hcp that was specialized in the interstim. Ps reviewed information and redirected patient to hcp. Ps emailed hcp listings to pt rep.  The patient rep said that the patient had not fallen or had any trauma and the patient was now having the lead migrate and possibly migrate out of the skin. . The patient rep also mentioned that patient saw another hcp about 1.5 years ago. The patient started taking a pill (gemtesa) because the interstim wasn't working. The patient said they have an appointment with this hcp on (B)(6) 2025.